Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the device was returned in the tray in the pouch inside the product shelf carton. A section of heat shrink approximately 2.0cm in length was returned with the device and protective sheath. The heat shrink was ripped on one end. There was no damage evident to the delivery system. The balloon had been inflated and the stent was not present on the balloon and was not returned as it remains implanted in the patient. Image review: the procedural images capture the stent prior to deployment at the lesion site. There is visible deformation of the segments on one end of the stent. The stent is seen overlapping one of the inner shaft markers confirming that the stent was not positioned correctly on the balloon. The stent was subsequently deployed at the lesion site. The images capture the stent uniformly expanded in the vessel.

Event description:
The physician was using an assurant cobalt peripheral bare metal stent to treat stenosis in the subclavian puncture of left a. Brachialis. The lesion was described as concentric with 95% stenosis and little calcification. Stent was inspected after removal of the protective sheath with no issues noted. Stent was prepared and flushed and handed out to the physician. The physician noted a piece of plastic on the shaft of the stent system, approximately 1cm long. The physician removed the plastic material; however the stent also became dislodged from the device. Because this was the only stent in this size, the physician decided to manually fix the stent again onto the system and use the device. Because the stent was not correctly in the middle of the stent it was not easy to place the stent in the middle of the stenosis. But after several attempts and changing into 14 " wire and coronary balloon, the pta was finished well. Patient is well. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions (device used in a non-indicated artery (subclavian (B)(4)), stent manually repositioned on the device following dislodgement and used). Evaluation conclusion: conclusion not yet available (evaluation in progress). User error contributed to event (device used in a non-indicated artery (subclavian (B)(4)), stent manually repositioned on the device following dislodgement and used). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.